Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomaly was noted. No damage was noted on the isolation tape. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 180 mg/dl. The customer stated that battery of the device was dead, so they changed it, which was followed by the alarm. The customer stated that the device was in their pocket and it might have been exposed to moisture. The discontinuation of the device was advised. Nothing further was reported.